Event description:
Per the patient's surgeon, the patient experienced a performance decrement with device use. Subsequently the device was explanted on (B)(6) 2013 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 21, 2018. (B)(4).